Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Patient fell and had a periprosthetic femur fracture resulting in stem loosening.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays and patient medical records are required to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient fell and had a periprosthetic femur fracture resulting in stem loosening.